Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Customer had elevated blood glucose levels (485 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels, and stated they will continue to use manual injections for insulin therapy.